Manufacturer narrative:
Batch review performed on 5 march 2024: lot 2300464: (B)(4) items manufactured and released on 20-apr-2023. Expiration date: 2028-apr-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved, batch review performed on 5 march 2024: cup: versafitcup cc trio 01.26.45.0056 acetabular shell cc trio ø 56 (k103352) lot 2218992: (B)(4) items manufactured and released on 11-nov-2022. Expiration date: 2027-oct-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2311349: (B)(4) items manufactured and released on 07-jun-2023. Expiration date: 2028-may-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mectacer 01.29.414 ceramic liner ø 36 / f (device not distributed in us) lot 2311363: (B)(4) items manufactured and released on 17-may-2023. Expiration date: 2028-may-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery performed about 5 months after the primary surgery due to infection. Revision completed successfully.